Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl) and ketones. A correction bolus was administered to stabilize bg levels. No further information was provided on the reported event.

Manufacturer narrative:
The investigation has completed and the reported issue could not be confirmed; however a different issue was found.